Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary; (B) (4) no anomalies were found however, a visual inspection revealed that the helix was distorted/bent.

Event description:
It was reported during the implant procedure that it was not possible to fix the lead after screw-in, despite multiple attempts and the maximum number of rotations. The lead was not stable. (B) (6) 2010 stl: the lead was not implanted. No patient complications have been reported as a result of this event.